Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident occurred on (B)(6) 2025. A 35-year-old female patient was admitted for exploratory thoracoscopy due to left pneumothorax. During insertion of the thoracic epidural catheter, at the time of injection of the test dose of 3 ml of adrenaline lidocaine, a leak was observed approximately 15 cm away; (tunneling performed with an 18-gauge catheter at the 19 cm mark). No abnormalities were found when the catheter was checked prior to insertion. A new epidural catheter was inserted in the same location site using a different kit. The consequences were a discomfort for the patient."

Event description:
It was reported that: "incident occurred on (B)(6) 2025. A 35-year-old female patient was admitted for exploratory thoracoscopy due to left pneumothorax. During insertion of the thoracic epidural catheter, at the time of injection of the test dose of 3 ml of adrenaline lidocaine, a leak was observed approximately 15 cm away; (tunneling performed with an 18-gauge catheter at the 19 cm mark). No abnormalities were found when the catheter was checked prior to insertion. A new epidural catheter was inserted in the same location site using a different kit. The consequences were a discomfort for the patient."

Manufacturer narrative:
(B)(4) the reported complaint of the catheter leaking was confirmed based on the evaluation of the sample received. The customer reported the catheter was leaking. The customer returned one flat filter, one catheter adapter, and an epidural catheter. The returned catheter adapter and epidural catheter were received connected. Microscopic examination of the catheter revealed the catheter is damaged at approximately 10.6cm (via calibrated ruler) from the distal end. The extrusion appears to have a cut/hole. During the functional inspection, the returned epidural catheter was confirmed to leak from where the catheter was damaged at approximately 10.6cm from the distal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, unintentional user error caused or contributed to this event. No further action is required at this time.